Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported her insulin infusion device displayed what looked like a "77." The pt stated she has been using this recalled battery for over 2 weeks. The pt was aware of the recall but does not remember getting corrected batteries. Company records indicate corrected power packs were sent and received by the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced.